Manufacturer narrative:
Additional information was provided in sections d.9, h.3 h.6 and h.11. The company representative was able to replicate the reported event. The ultrasound module was replaced to address the issue and was returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for the products¿ serial (under investigation). The ultrasound module was received for testing. A visual assessment of the returned sample revealed no obvious visual nonconformities. The module was tested on a console and upon power on self-test, revealed, which is consistent to the reported events. The root cause of the reported event is attributed to the main ultrasound printed circuit board assembly (pcba) component, within the module. The root cause of the reported event is attributed to a non-conforming component within the ultrasound module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during the calibration setup for intraocular lens implantation, the ophthalmic system experienced multiple ultrasonic and fluidic subsystem failures, and the system displayed a message. Procedure details and patient impact have not been provided. Additional information has been requested but has not been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).